Manufacturer narrative:
(B)(4). The device has been received; however, the investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Device issue: peeling balloon material. Time of device issue: during the procedure. Adverse event: none. It was reported that during a circumflex stenting procedure in an 80% stenosed lesion, pre-dilatation was not performed. The xience v stent delivery system (sds) device was prepped without issue. The sds was advanced to the lesion and no resistance was felt; however, the balloon would not hold pressure. Negative pressure was pulled and a large amount of air bubbles returned, no blood returned. The connections were rechecked by the physician and the technician. Another attempt to deploy the stent was made. The balloon inflated enough to deploy the stent. The sds was removed without resistance, from the anatomy and another balloon was used for post-dilatation. The stent was placed in the lesion. There was no adverse patient sequela reported. Although requested, there was no additional information provided. (Outside of the anatomy, the device was checked. The balloon was able to hold pressure. The system worked perfectly. While "playing" with the sds, the balloon ruptured.) During return device analysis, balloon peeling was observed.